Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging that the onetouch ultralink meter read inaccurately high compared to his feeling. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began over a week prior to contacting lfs. Immediately prior to the start of the alleged issue, the patient reportedly woke up with a headache, a symptom the patient associated with low blood glucose. According to the csr¿s documentation, at the time of the alleged issue the patient reportedly obtained a blood glucose reading of ¿150mg/dl¿ with the subject meter; at an unspecified time afterwards, the patient reportedly consumed a glucose tablet/glucose gel as self-treatment; and at an unknown time later the patient reportedly tested with another vial of test strips and obtained a blood glucose reading that had a difference of ¿60-80 points¿. During troubleshooting, the csr confirmed the patient was using the proper testing technique, the subject meter was set to the correct unit of measure setting, and the blood glucose results were from the approved (per owner¿s booklet) sample site. Replacement products were sent to the patient. There is no evidence that the product caused or contributed to a serious injury; the patient reportedly had a headache prior to the alleged product issue. This complaint is being reported because the alleged product issue was not resolved during troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 2 ¿ ((B)(6) 2014) - additional information the patient¿s test strip have been returned and evaluated by lifescan product analysis with the following findings: the test strips involved with this complaint failed testing. The subject test strips were found to have control solution result outside the acceptable range. Additional tests were performed on the test strip vial and the desiccant to check the structural integrity and for possible moisture issue. The structural integrity of the test strip vial was found to be compromised during a gross leak test. The desiccant within the subject vial was found to be saturated by moisture and failed tga testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 1 ¿ (02/13/2014) the patient¿s test strips have been returned and evaluated by lifescan product analysis (B)(4) 2013 and (B)(4) 2014, respectively, with the following findings: the test strips involved with this complaint failed testing. The returned test strips vial was found to have been exposed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.